Event description:
Following the implant of the left ventricular (lv) lead, slight dislodgement was observed prior to leaving the operating room. The physician elected to take no further action at that time. A post implant x-ray was performed later that day and revealed further lv lead dislodgement. The physician resolved the event by explanting and replacing the lv lead. The patient was in stable condition.